Event description:
Arthroscopic exploration found severe wear of the tibial insert. At that time, the knee was opened and the insert was replaced.

Manufacturer narrative:
Non-destructive visual evaluation was performed on part number 86-6560, pfc tibial insert, which was replaced during revision surgery for pain and swelling after one year of implantation. The ultra-high molecular weight polyethylene insert showed burnishing, pitting, and delamination wear on both condlyes and the intracondylar spine. There were no apparent material or mfg defects noted on this component. At this time, jjpi considers this complaint closed.